Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 3.1 on the auxiliary pocket had previously not been detected, and it was found that the drawer connections may have been loose or improperly seated. A field service engineer (fse) reseated all the connections for the drawer, reconnected everything, and powered on the station. The fse then ran diagnostics to test the drawer¿s opening and closing functionality and confirmed that the cubie pocket was being detected. Finally, the fse allowed the system to boot into the application, confirming that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.